Manufacturer narrative:
While the device was not returned for physical investigation. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. A blood transfusion and additional pressure successfully resolved the event.

Event description:
The vascade 6/7f device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. While in the procedure room, the patient developed a hematoma which was pressed out, but upon transfer to recovery a second hematoma which was over 6cm was observed and pressed out. In addition, the patient received a blood transfusion. No other injury or complications noted.